Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. The patient's pocket revision was covered in a related event. Please see manufacturer report #3004209178-2016-17653 for information on this other event.

Event description:
Additional information received from a manufacturer's representative (rep) reported he did not meet with the patient on (B)(6) 2016, but did talk to a nurse at the healthcare provider's (hcp) office who said that the patient was going to be schedule for both a pocket and lead revision on (B)(6) 2016 (pocket revision captured in related event). It was later reported that the surgery was moved up to (B)(6) 2016. The nurse thought the patient's lead migrated secondary to the patient leaning over and twisting and the patient reported that stimulation had changed after that action.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2016. It was reported that the patient was experiencing uncomfortable stimulation under the breast. X-rays showed that one of the implanted leads had migrated and reprogramming was to be attempted on (B)(6) 2016. No diagnostics were performed as the patient had a discharged implantable neurostimulator when the manufacturer representative met with the patient. (Discharged implantable neurostimulator captured in a separate event.) No actions/interventions have been taken regarding the lead migration and the uncomfortable stimulation as the patient had been home recharging for 15-20 minutes 1-2 times per day. The manufacturer representative was planning to meet with the patient on (B)(6) 2016 for troubleshooting. The manufacturer representative was not sure, but believed that the patient had, had a fall that did not result in injury which may have caused the lead migration and uncomfortable stimulation. As of (B)(6) 2016, the lead migration and uncomfortable stimulation had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.